Event description:
It was reported that during an indirect decompression spacer implant procedure, at initial lateral fluoroscopy view it was noted that the patient had obvious short pedicles, however the physician decided to proceed with the procedure. During deployment, the spindle cap broke. The broken spacer was removed and a new smaller size spacer was successfully implanted. There were no patient complications due to the event.